Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted as the intracardiac waveform nor the amplitude value was displayed stably. The pacing system analyzer (psa) sensitivity was sharpened to the maximum, the placement location was adjusted, the red and black cables and the psa cable was replaced. The psa was restarted, but it was not resolved, so the atrial lead was replaced at the request of the physician. After the replacement, the measurement was performed successfully. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted as the intracardiac waveform nor the amplitude value was displayed stably. The pacing system analyzer (psa) sensitivity was sharpened to the maximum, the placement location was adjusted, the red and black cables and the psa cable was replaced. The psa was restarted, but it was not resolved, so the atrial lead was replaced at the request of the physician. After the replacement, the measurement was performed successfully. The device has been returned for analysis. No adverse patient effects were reported.